Event description:
It was reported that the controller was not recognizing the battery once the battery was connected to the controller. The battery was not providing power. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: product ID: dtpa2qq ICD, 6935m62 lead, 5076-52 lead, 479888 lead, implanted on: (B)(6) 2021. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the four (4) batteries (B)(6), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices. There was no performance allegation against batteries (B)(6) failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge on a test battery charger or provide power to a test controller. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). An attempt to reset the main ic was unable to reestablish the battery's functionality. Failure analysis of the returned batteries (B)(6) revealed that the devices passed visual inspection and functional testing. The batteries were able to adequately charge and provide power to a test controller; no anomalies were observed. In addition, internal inspection of the batteries did not reveal any anomalies; no abnormalities were observed associated with the battery welding. As a result, the reported battery (B)(6) not providing power and not recognizing event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery not providing power and not recognizing event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) were in scope of fa1257. Additional products: d1: battery d4: (B)(6). D9: yes, return date: 23-june-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: battery d4: (B)(6) d9: yes, return date: 23-june-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002. H6: FDA method code(s): h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: battery d4: (B)(6). D9: yes, return date: 23-june-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the battery was not returned for evaluation. The reported event could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for a correction to: -h10. Product event summary: contained non-complaint information on batteries (B)(6) that was erroneously reported. Product event summary: the battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to e valuate the performance of the device. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the the battery was unable to charge on a test battery charger or provide power to a test controller. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). An attempt to reset the main ic was unable to reestablish the battery functionality. As a result, the reported battery ((B)(6)) not providing power and not recognizing event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery not providing power and not recognizing event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6), was in the scope of fa1257. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.